Event description:
It was reported that during an implant procedure the right atrial (ra) lead could not find p-waves. During the procedure to implant a different lead the physician noted that the first lead was probably functioning properly as more mapping was needed to find an acceptable p-wave measurement. The first attempted lead was not used and the second lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.